Manufacturer narrative:
The reported event of backup operation was confirmed. Device was received in backup mode which was triggered during the explant procedure consistent with exposing the device to external defibrillation. After re-loading the product code successfully, the device was tested under electrical and mechanical conditions and test results indicated the device exhibited normal functionality with battery voltage above elective replacement level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a pacemaker upgrade procedure, the patient had a rapid ventricular tachycardia episode. The episode was terminated by external defibrillation. Following the external defibrillation the pacemaker was observed to be in backup mode. The event was resolved by explanting and replacing the pacemaker during the upgrade procedure. The patient was in stable condition.